Manufacturer narrative:
(B)(4)

Event description:
It was reported "suspected iab membrane failure". Additional information states that to continue therapy, the iab catheter was removed and replaced. The second cathteter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current codnition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "multiple helium loss alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "suspected iab membrane failure". Additional information states that to continue therapy, the iab catheter was removed and replaced. The second cathteter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current codnition is reported as "fine".